Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that post percutaneous coronary intervention, transient ischemic attack occurred. In (B)(6) 2011, the patient presented with non- st elevation myocardial infarction with thrombolysis in myocardial infarction (timi) grade flow of 3. The 10mm in length, de novo, 95% stenosed target lesion was located in the non-calcified, non tortuous 3.00mm in diameter 1st obtuse marginal artery. A 12mm x 3.00mm taxus element stent was advanced and deployed in the target lesion. A 3.0mm unspecified balloon catheter was used for post dilation at 16 atmospheres. Residual stenosis was 0% with timi grade flow 3. The patient was discharged with clopidogrel and aspirin. In (B)(6) 2013, the patient presented with motor deficits on the left arm in less than 24- hour duration and cranial nerve sensory deficits with slurred speech and left- sided facial numbness in less than 24- hour duration. Neurologic consult was done. Computed tomography scan of the head was performed with no abnormalities. Doppler ultrasonography study of the carotid arteries was also performed which revealed significant stenosis. The patient was taking aspirin 75mg and clopidogrel 75 mg at the time of event. After one day, the patient was discharged.

Event description:
It was further reported that on (B)(6) 2013, the subject¿s legs were weak and numb while sitting. The subject was able to walk and the numbness went away in half an hour. The subject did not have any further incidents of leg weakness or numbness. On the morning, the subject¿s family noticed the subject had slurred speech that lasted a few minutes and resolved. The subject stated he could speak but the words were muffled. In the evening time the subject suddenly experienced the left side; arm, neck and face go numb with pins and needles and had a headache on his left side. The left sided numbness lasted half an hour and during that time there was no facial droop, no loss of consciousness, chest pain, palpitations, fits or fever noted. The subject presented with slurred speech with left sided facial and arm numbness and was admitted to the stroke unit. The subject had a medical examination and the subject vital signs were; blood pressure (b/p) 165/91mmhg, pulse 79 beats per minute (bpm), apyrexia 36.1°, respiration rate 15, oxygen saturation 94% on room air (ra) and glasgow coma scale(gcs) 15/15. Examination of cranial nerves was intact and gross motor exam was normal. There was loss of sensation bilaterally below the knees. A computed tomography (CT) of the head showed no abnormalities (no acute infarct or bleed). Subject had an electrocardiograph (ECG) which showed paced rhythm. One day from admission, the subject was reviewed and numbness was improved, bp 110/70 and oxygen saturation was 90% on ra. The subject was then discharged on medication that included aspirin 300mg and clopidogrel. The transient ischemic attack (tia) was likely due to bilateral carotid stenosis.